Manufacturer narrative:
Additional information: age or date of birth, weight, ethnicity: unknown/asked but unavailable. Date implanted: unknown as information was not provided. Date explanted: unknown as information was not provided. Initial reporter name and address: telephone number: (B)(6). The device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded dfr00v 21.5 plunger was pushed until the thread came into contact with the injector body, and then it was verified that the intraocular lens (iol) was in the correct position, following advancement of the plunger. When it was time to implant the lens, already inside the patient's eye, the plunger passed over the lens damaging the iol. Viscoelastic was injected to hydrate the lens. No further information is available.